Manufacturer narrative:
Upon completion of the investigation, it was noted that the pump was visually inspected. It was returned as follows: 2 suture loops (two suture loops were missing), approximately 25 punctures were observed on the filling septum, 2 needle puncture observed on the bolus septum, several scratches were observed on the titan part, the tubing attached to the pump was missing, it was in infusion mode and empty. The medstream pump was steam decontaminated. The pump was explanted and received in complaint department for analysis. Data were extracted from the pump at receipt, and sent to the r&d for analysis. All the parameters of dosage program were correct. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Fill level sensor is damaged! It shows appr. 4 ml less than inserted in the reservoir

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional info: onsite technical support: as an fls offset should not impact the drug delivery flow rate, the physician decided to keep the pump implanted. Based on these volume discrepancies previously observed, the physician checked the fls indications by filling the pump reservoir 5ml by 5ml (volume measured with a syringe), performing a pump interrogation at each step. The provided transaction logs of the (B)(4) pump (B)(4) , from (B)(6) 2016, were analyzed: the 5 previous refill values are consistent with a 20ml refill, and does not show any fls offset. On june 20th 2016, a 20ml refill was performed. The fls was indicating a remaining volume of 14.59ml immediately after the refill. This value was not consistent with a 20ml refill. A pump interrogation was performed 10 days later, with a fls measurement below the expected value. The complaint was confirmed based on the transaction log analysis. An fls offset was observed after the refill of (B)(6) 2016, and seems to remain for every fls indication after this date. The device history record of product code 91-4200, lot crbbbm; serial number (B)(4) was reviewed and confirmed that the product was conformed to the specifications when released on january 29th, 2014. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.